Manufacturer narrative:
This report is submitted on 14 may 2021.

Event description:
It was reported that the revision surgery was completed with general anaesthesia.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site. The patient underwent skin revision surgery to remove the excessive skin around the abutment site. The patient was treated with antibiotics around the abutment to prevent regrowth of the skin.